Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: 8590-1, lot# n252652, implanted: (B)(6) 2011, product type: accessory. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported patient symptoms included tiredness, mood change and confusion. The patient¿s alarm had gone off and their husband reportedly didn¿t realize the pump needed to be refilled. Other medications including orally the patient was taking at the time of the event included but were noted limited to baclofen, avonex, norco, metoprolol, zoloft and oxybutynin. Additional illegible medications were listed. Additional clarifying information has been requested but was not available as of the date of this report. If additional information becomes available, a follow-up report will be submitted. In terms of how they were now doing, it was noted they recovered without permanent impairment.

Event description:
It was reported that a missed refill occurred. An alarm was heard. Telemetry confirmed the low reservoir alarm occurred on (B)(6) 2014 at 6am and the empty reservoir alarm occurred on (B)(6) 2014 at 10pm. The patient was started on oral baclofen on the day prior to this report. The patient was ¿grumpier¿, but there were no therapy problems. On the date of this report, the pump was refilled as normal and the dose was decreased to 40mcg. The device system was used to deliver baclofen, likely lioresal. The final patient outcome was not reported. Further follow-up was conducted to obtain this information. If additional information is received, a follow-up report will be sent.